Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed on (B)(6) 2015, the patient underwent surgical intervention. Prior to surgical intervention, the patient's ipg would turn on and off by itself when he would press the ipg site. During surgical intervention, an edema was found at the ipg site. In turn, it was cleaned and treated with antibiotics. The physician also repositioned the ipg.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is experiencing heating/stinging sensations at the ipg site while charging. The patient stated he feels the heating at all times when stimulation is turned on, however, he feels the stinging sensations only after charging. The sensations will then subside. Follow-up information revealed an impedance check showed low impedance readings on multiple contacts. Surgical intervention may be pending to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow-up information revealed the patient met with the sjm representative and the reported issue is now resolved.